Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation of the pulse generator, a message was displayed indicating that diagnostics had been cleared due to invalid data. The patient would be followed normally.